Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was implanted with a new implantable cardioverter defibrillator (ICD). After the pocket was closed, the shock impedance measurements were above 125 ohms. The physician monitored the issue for over one week, and the shock impedance measurements remained above 125 ohms. A revision procedure was performed, and this lead was replaced with a new rv lead that exhibited satisfactory shock impedance measurements. No adverse patient effects were reported. The ICD remains implanted and in service. The explanted rv lead was returned and laboratory analysis revealed that it was electrically continuous and met all specifications.